Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that when advancing the 4.0x12 multi-link 8 stent delivery system (sds) into an unspecified introducer sheath, the sds was unable to be advanced through the introducer sheath to the guiding catheter and no unusual force was applied; the sds never entered patient anatomy. Thus, the proximal shaft separation occurred during the attempted advancement through the introducer sheath. No additional information was provided.

Event description:
It was reported that when advancing a 4.0x12 multi-link 8 stent delivery system (sds) toward a lesion in an unspecified vessel, a separation of the proximal shaft was noted. Both sds pieces were simply withdrawn from the anatomy without resistance and a new sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficulty to insert could not be replicated because the device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.